Manufacturer narrative:
Trackwise ID (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 insulation peeled away from jaws. Opened new device to complete the case. No harm to patient.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 10/31/2022. An investigation was conducted on 11/03/2022. A visual inspection was conducted. Signs of clinical use and evidence of charred material was observed on the heater wire. The heater wire was observed to be intact with no visual defects observed. The gray silicone insulation on the tip of the cold jaw was observed to be peeled away exposing the metal tip of the cold jaw. No detached silicone insulation was returned for evaluation. The gray silicone insulation on the hot jaw was observed to be intact with no visual defects observed. Based on the returned condition of the device, as well as the evaluation results, the reported failure "peeled; jaw" was confirmed. The lot # 3000260539 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.